Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, compression time was extended and totally abnormal. There was incomplete stapling of the sureform 60. The customer faced the same problem as they changed the staple height (change from blue to green reload) despite a thin fabric. Risk of fistula increased by triple stapling instead of just one. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and the reported failure was confirmed but was not replicated. The instrument was found to have two firing failures based on log review, which were not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using in-house blue and green reloads. The instrument fired successfully and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Additionally, upon conducting a failure analysis, it was discovered that staples were lodged in the jaw of the instrument. The staples, which were ¿b¿ shaped and had a height of 4.3 mm, are presumed to have come from the sf60 green reload that was returned with the instrument. The reload was found to contain some lodged and undeployed staples. The instrument was able to successfully execute two consecutive cycles of initialization, clamping, firing, and unclamping. This was achieved using a sf60 green reload, and no issues were encountered despite the presence of staples lodged in the jaws. The reload was returned with a sureform 60 stapler. The reload was found to have lodged staples. The deformed lodged staples were found at the knife groove. The reload was found to have undeployed pushers. Some of the pushers were undeployed with "b" shaped staples stuck in the staple sockets. The same "b" shaped staples were found lodged in the instrument tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) engineering team re-evaluated the sureform60 stapler and the green reload accessory. Following information was obtained : the green reload returned with the sureform 60 stapler instrument was fully fired, indicating the reload was not involved in the partial fires noted during the procedure. The reload did not have any undeployed pushers or lodged staples in the knife track. Although the stapler experienced two partial fires in during the procedure, the partial fires were not replicated with the instrument through further testing. Correction : the primary product details under section d were updated to reflect the details of reload accessory.

Event description:
Refer to h11 for follow-up information.